Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller (serial number hsc-(B)(6)) was returned for evaluation following the reported event of a driveline communication fault alarm. The reported event has been addressed under the modular cable investigation. The system controller underwent functional testing and passed without issue. The controller successfully operated a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The submitted and downloaded log files did not indicate an issue with the system controller. The reported event could not be correlated to an issue with the returned system controller. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7 - ¿alarms and troubleshooting¿, and heartmate 3 patient handbook section 5 - ¿alarms and troubleshooting¿, explain how to properly interpret and troubleshoot driveline fault alarms. Heartmate 3 IFU, section 8 - ¿equipment storage and care¿, and heartmate 3 patient handbook, section 6 - ¿caring for the equipment¿, explain how to properly take care and maintain the integrity of the system controller. The heartmate3 patient handbook, section 10 ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate3 left ventricular assist device (lvad), including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure and the connector locking nut is in the locked position. Heartmate 3 IFU, section 2 - ¿system operations¿, and heartmate 3 patient handbook, section 2 - ¿how your heart pump works¿, explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient went to the clinic with driveline communication fault alarms. Log files captured some driveline communication faults starting at 0949 on (B)(6) 2025 and for the remainder of the log. Per the site, when the alarm was reset from the system monitor, the alarm had been resolved. The alarms recurred after several minutes, so the system controller and modular cable were exchanged.